Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection confirmed that the impactor failed as result of a weld failure at the strike plate. This was likely due to fatigue loading of the weld joint caused by repeated impacts. This failure mode has been previously identified. Since the manufacturing of the complaint device, design and process changes have been implemented to eliminate/ reduce the occurrence of this failure. The returned product was produced before this change was in effect. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate further as necessary. A medical investigation was conducted and confirms per complaint details, the r3 straight shell impactor ¿broke¿ upon ¿hammering the shell into the acetabulum¿; however, another r3 set/backup was used to complete the procedure. It was communicated that ¿the case went fine¿. No delay or patient injury was reported. It appears all pieces returned. Per the product evaluation, findings of the visual inspection support the complaint. Since there was no report of patient injury or surgical delay, no further medical assessment is warranted at this time. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, corrective and preventive action is indicated to mitigate future recurrence of similar events. We consider this investigation closed. Credit will be issued for this device.

Event description:
It was reported that, r3 straight shell impactor was found broken during impacting for a thr procedure; there was no delay and there is no information regarding how the procedure was completed.